Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with the blood glucose levels. Customer¿s blood glucose value at time of incident was 332 mg/dl and 40mg/dl and current blood glucose value was 213 mg/dl and above 380mg/dl. Customer reported that they contacted their healthcare professional regarding the high blood glucose. Customer treated the low blood glucose level with food. Customer was assisted with performing high pressure test which was passed. The drive support cap appears normal. Insulin pump will not be returned for analysis.